Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not comfortable and had difficulty falling asleep. The patient went to the hospital and an electrocardiogram showed frequent atrial fibrillation and premature beats. The director of cardiology thought that there may be a problem with the lead. The patient was hospitalized and is still having sleep difficulties. The lead remains in use. No further patient complications have been reported as a result of this event.